Event description:
Per complaint (B)(4), it was reported that a patient's dental implant lacked primary stability during clinical procedure. The implant was removed on the same day. Osteopenia was also reported.